Event description:
It was reported that the patient had to have their battery explanted and moved because it was too deep and too low and it is now in her front side. It was stated that the patient was programmed at another surgery and it was working "well." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the implantable neurostimulator (ins) was initially implanted too deep and had to be moved. The patient did not know when the ins was moved exactly and stated a few years ago. The patient wanted to speak with a manufacturer's representative because she needed an adjustment. The patient was asked why she needed an adjustment and stated, ¿it had been a few years.¿ there was no therapy complaint alleged. The patient would see the manufacturer's representative with the doctor on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the original prime unit was replaced with a rechargeable unit. The new unit was implanted too deep, too low, and was unable to recharge or communicate with external devices. A revision to correct this issue was done in (B)(6) 2011.